Event description:
Additional information received further reported that in (B)(6) 2017 the patient was experiencing or had experienced dyspareunia with right-side pelvic pain. The right arm of the altis was tender to palpation, triggering pelvic floor muscle spasms. The right arm of the altis was removed, with realignment/closure of periurethral fascia and cystoscopy. Intraoperative findings: the altis was palpable and felt hard under the pubic arch. After excision, there was still urethral support. The left arm of the altis remained intact.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, patient's legal representative stated severe pelvic pain, urinary and voiding problems, incontinence and difficulty with daily activities.